Event description:
Patient on shift therapy with access in his av fistula, with 45 minutes left in treatment the patient was found to be covered in a decent amount of blood from his fistula. The new sensor that is placed to detect a leak did not alarm when the site began to bleed and was only discovered when the ca went to check on him.